Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The target lesion was located in the circumflex artery. The physician did not feel the liberte' monorail stent was positioned correctly in the circumflex; the liberte' monorail stent delivery system was removed, and it was noted that the stent was not on the delivery device. The stent was located under fluoroscopy in the proximal circumflex sticking into the left main. The physician tried, unsuccessfully, to retrieve the dislodged stent with a snare. A 5.0x28mm liberte' monorail stent was used to crush the dislodged stent against the vessel wall. The procedure was completed with another device. It was further reported that the tip of another manufacture's wire "fell off" after this dislodgement. Patient status is liested as "okay".

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The manufacturing recors for top assembly batch 8193510 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.